Event description:
Information was received indicating that a smiths cadd-legacy 1 pump has alarmed twice with the cassette attached. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received by smiths medical on 17-jun-2019 that these occurred as part of our routine testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. During investigation, the device was started in application and problems were found with the device double beeping with a cassette attached. The customer's reported problem was confirmed. According to the investigation, the pump downstream sensor caused the reported problem. Service's replace the downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.